Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing, and cartridge tubing. The customer's blood glucose level was 200 mg/dl reportedly, the customer would prime the tubing to remove air bubbles.